Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm failed battery test and finish loading alarm. Customer's blood glucose at the time of incident was unknown. The customer was able to clear the alarm. The customer was unable to do the troubleshooting and not sure if customer will go and purchase aaa alkaline battery. The customer disconnected the phone call.